Event description:
A caller reported that their pump experienced a malfunction. There was no reported impact on the customer¿s blood glucose level, as they declined to provide specific details. Initially, the caller was unable to reset the pump to clear the malfunction code. However, customer support later provided reset instructions, assisted the caller in successfully resetting the pump, and ensured that the issue did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction reappeared, which they acknowledged and understood.